Manufacturer narrative:
(B)(4). Title: "efficacy and safety of laparoscopic splenectomy and esophagogastric devascularization for portal hypertension." Source: medicine, 2018 (1-6). Date of publication: 26 november 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from january 2012 to december 2017, 453 patients who were diagnosed with portal hypertension and serious gastroesophageal varices received surgical management. 250 patients chose laparoscopic splenectomy and esophagogastric devascularization (lsed), and 203 patient's underwent open procedures. It was reported there were 10 perioperative patient deaths, 5 deaths per group, 3 patients died from intra-abdominal hemorrhage and 2 from hepatic failure in the laparoscopic group. Four patients died from intraabdominal hemorrhage and 1 from hepatic failure in the open group. In the laparoscopic group, surgery was successfully performed in 213 patients while 32 cases were converted to laparotomy. Of these 32 cases, 21 patients converted to laparotomy because of uncontrollable bleeding and 11 patients converted to laparotomy because of other reasons, such as severe perisplenitis, dense adhesion, vital signs of instability, and so on. Other postoperative complications occurred in patients after lsed as follows: 8 patients had intra-abdominal bleeding and 5 of them needed a second laparotomy to stop the bleeding. One patient had gastric leakage, 2 had encephalopathy, 2 patients had esophagogastric variceal rebleeding, 7 had refractory ascites, and 8 had infectious complications. Other postoperative complications occurred in patients after open splenectomy and esophagogastric devascularization (osed) as follows: 6 had intra-abdominal bleeding and 3 of them need a second laparotomy surgery to stop the bleeding. Two patients had a temporary pancreatic fistula, 2 had gastric leakage, 2 had encephalopathy, 3 had recurrent esophagogastric variceal bleeding (egvb), 8 had refractory ascites, and 5 had infectious complications.